Manufacturer narrative:
The pump received with button error alarm and no button response due to corroded keypad traces. The pump was tested with a test keypad and no frozen display noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had a button error alarm and frozen display. The blood glucose at the time of the incident was 122 mg/dl. The customer states she received a button error and cleared it. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.